Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-04118 pertains to the other device. It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted into the patient on (B)(6), 2009. According to the complainant, the patient experienced injuries severe pain, infections, lower urinary tract obstruction and urinary retention, constant pulling sensations across the pelvic area, foul odor, mesh extrusion causing pain during intercourse (claiming it caused injury to spouse), increased stress urinary incontinence, vaginal infections, obstruction of the bladder neck/outlet and had a revision surgery on (B)(6), 2010. All other information, including the patient's current condition, is unknown and reportedly unavailable.